Event description:
It was reported that during an attempted implant, oversensing of noise on the v sense amp channel was observed after connecting the leads to the ICD. All measurements were in range. The noise could not be reproduced with isometrics. The ICD device was not implanted and was replaced. Patient had no further issues.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of stored electrograms. The device was tested on the bench and using automated testing equipment and no anomalies were found. The cause of the field event could not be determined as the noise could not be reproduced in the laboratory.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.